Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2016-00074, 2. 3005168196-2016-00075. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to advance three ruby coils through another manufacturer's microcatheter; however, the coils would get stuck at a certain point and would not advance through the microcatheter. The physician removed all three ruby coils and decided not to embolize the vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.